Manufacturer narrative:
The customer will have the logs from the cns pulled and have them investigated.

Event description:
The customer reported that this central nurse's station (cns) went into communication loss (comm loss) twice for about one minute. There was no patient injury reported.